Manufacturer narrative:
(B)(4). Carefusion has attempted to contact the customer to obtain repair info and status of ventilator.

Event description:
The customer indicated that during set-up the primary alarm (audible) is absent. He confirmed that the primary audible alarm is not present during cycle on. Only the secondary alarm is present. No pt involvement.